Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-03222 & 03223).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. During the procedure, the liner was placed and unsuccessfully impacted. Another liner was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-05073.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. During the procedure, the liner was placed and unsuccessfully impacted. Another liner was utilized to complete the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted patient underwent a right hip revision on (B)(6) 2014 due to aseptic loosening of the acetabular component. Revision operative report noted the presence of serous joint fluid and a loose acetabular cup. The modular head and acetabular cup were removed and replaced.